Event description:
Boston scientific crm received information that this right ventricular defibrillation lead presented with high thresholds, loss of capture, and decreased pacing impedance measurements. No adverse patient effects were reported. A revision was performed and this lead was successfully explanted and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that there were setscrew marks on all three terminal pins. Blood infiltration was found in the lead's lumen. The helix mechanism was tested and the helix was unable to be retracted/extended, most likely due to the noted infiltration. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations of high thresholds, loss of capture and decreased pacing impedance measurements. This lead was found to be electrically continuous and capable of delivering pacing.